Event description:
The pt was being fed with the device. One liter of an enteral feeding solution was hung, and the pump was set to deliver 50 ml/hr. One liter was delivered in 3 hours. The pt aspirated.